Event description:
It was reported that there was premature battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis information -- 2014-10-10 13:46:52 cst pli# 20 product ID# d274trk the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis information -- 2014-10-07 11:43:33 cst pli# 10 product ID# 5076-58 please see the following comments regarding the returned lead: the conductors are connected, however insulation is missing. The lead is stretched. Explant damage. Analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage, visual summary analysis of the lead indicated stretching, product ID 5076-58, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-65 lead (B)(6) 2007; 5076-65 lead (B)(6) 2007; 4195-88 lead (B)(6) 2010; 6947-75 lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.